Event description:
A false positive advia centaur cp troponin ultra result was obtained on a patient sample and found discordant with repeat sample testing and redraw sample testing. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur troponin ultra results.

Manufacturer narrative:
The cause for the discordant advia centaur cp tni ultra result is unknown. A siemens field service engineer (fse) was sent to the customer site for system inspection and found no issues that may have contributed to the discordant result. Quality controls are within range. No conclusion can be drawn. The instrument is performing within specification. The information for use (IFU) states in the summary and explanation of the test section: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."